Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the problem was solved by replacing the main lamp, it is speculated that there was a problem with the lamp failure or how to install the lamp. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the lamp life meter was at 200 hours and the device went into spare lamp mode. The customer stated that it took multiple attempts to turn the main lamp back on. The customer confirmed that the device was able to function with no issues however, the customer was unaware if the maj-1817 olympus main lamp was being used with the light source or if a third-party main lamp was utilized. Tac advised the customer that the maj-1817 olympus main lamp was recommended. Furthermore, tac mentioned that the spare lamp is only intended to be used to remove the scope from a patient safely if the main lamp expires during a case. The spare lamp is not intended to be used for examinations. Tac advised for the subject device to be sent in for evaluation however, the customer denied and will give a call back to proceed as necessary. A follow up was made and the customer confirmed that no device will be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source spare lamp illuminated. The event occurred preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.